Manufacturer narrative:
(B)(4).

Event description:
Healthcare provider contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, that the patient had been hospitalized. The reason and date(s) of the patient's hospitalization is unknown. No additional event or patient information was provided.